Event description:
Incident detail- im a neonatal consultant from the (B)(6) infirmary in (B)(6). We've had a recent serious incident with the neo-fit device in an extreme preterm infant who suffered full thickness pressure necrosis to the face. 1216677-2021-00272 neo-fit neonatal endotrac (B)(4).

Manufacturer narrative:
Investigation x-no sample returned. *analysis and findings (B)(4). Distribution history: this complaint unit described, ne0-fit (p/n 42-2540), is manufactured at csi. Manufacturing record review: a review of the device history record could not be done at the time of this investigation. However, it should be noted at the time of manufacture records from each lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications. Should the device history record be located going forward this complaint will be amended accordingly. Incoming inspection review: not applicable. Service history record: no applicable. Historical complaint review: a review of the 2-year complaint history showed no similar reported complaint condition. Product receipt: the unit was not returned. Visual evaluation: evaluation of the complaint unit could not be completed as the complaint unit has not been returned to coopersurgical. If the unit should be returned at a later date, it will be evaluated, and any findings will be appended to this investigation. Functional evaluation: evaluation of the complaint unit could not be completed as the complaint unit has not been returned to coopersurgical. If the product should be returned at a later date, it will be evaluated, and any findings will be appended to this investigation. Root cause: no definitive root cause for this issue could be reliably determined at this time based on the information provided. *was the complaint confirmed? No. *correction and/or corrective action coopersurgical will continue to monitor this complaint condition for trends. No further corrective action is necessary, as the complaint condition was not confirmed.

Manufacturer narrative:
Coopersurgical, inc is currently investigating the reported condition .

Event description:
Incident detail: im a neonatal consultant from the (B)(6). We've had a recent serious incident with the neo-fit device in an extreme preterm infant who suffered full thickness pressure necrosis to the face. Neo-fit neonatal endotrac e-complaint- (B)(4).